Event description:
It was reported that during a gi bleed treatment, the coil had resistance during advancement. The resistance was significantly noted as the coil traversed the origin of the celiac. The hydropack was then attempted to be removed as the tip of the coil within the catheter approached the gda. The coil was retracted approximately 10cm and then prematurely detached inside the catheter. Both the coil and catheter were successfully removed. A new catheter and coils were used to treat the remainder of the gda. There was no intervention or patient injury reported. There were no patient consequences.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher and stuck within the microcatheter upon receipt, which is consistent with the alleged product issue. The investigation found the pusher¿s monofilament with a tensile break shape at the tip which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The returned microcatheter was found to be flattened at 71 cm from the distal tip, which appeared to be the cause of the implant separation, as the implant was found 1 cm distal to the flattened location.

Event description:
See h.11.